Event description:
Additional information: it was reported that esophagogastroduodenoscopy (egd) on (B)(6)2018 showed 4 bleeding arteriovenous malformations (avms). Patient was transfused with blood. Patient's hemoglobin and hematocrit ( h& h) remained stable and no further melena was observed prior to discharge. Aspirin was held 2 weeks per protocol. Bleeding resolved on (B)(6)2019.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted due to gastrointestinal bleeding. The patient's hemoglobin was measured to be 6.6 w/b/l. Upon admission the patients inr was 1.9. The account reported that the patient was given 2 units of packed red blood cells (prbc's) and was given IV protonix, at the time of the event, the patient received aspirin and warfarin. The patient was scheduled for a endoscopy on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.